Event description:
It was reported by service report that the both siderail controls were inoperable. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - damaged siderail cables.